Event description:
It was reported that the 840 ventilator became inoperable. The ventilator was not in use on a patient at the time of the reported condition. A technical support engineer (tse) troubleshot the issue with the customer and recommended replacing the graphical user interface (gui) printed circuit board (pcb) and the backlight inverter pcbs. Customer was instructed to call back if the recommendation did not correct the failure. Covidien was not authorized to service the device.